Event description:
The manufacturer received information alleging when the device was activated a ventilator inoperable condition occurred with an alarm. The device was rebooted and began to function normally. The device was returned to use. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the log report was downloaded and confirmed the reported issue. The main pc board assembly was replaced, the unit was checked overall, and functionally tested.